Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported crack in the center while loading the intra ocular lens. The procedure was completed on the same day using an exchange intraocular lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. The product was returned for analysis and the reported complaint was observed. Intraocular lens (iol) returned wrapped in gauze in three segments. Solution is dried on the iol. There are fibers adhered to both haptics. The optic is torn or split cut dividing the iol in three, with two pieces stuck together. There are fibers adhered to the optic. There are two scratches in the centre piece of the optic. The complainant indicates the use of hyaluronic acid as a viscoelastic which is not qualified for use with the associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).